Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00148: neck; 3025141-2018-00149: stem.

Event description:
An arh slide-loc radial head replacement system was implanted. On (B)(6) 2018, the implants were removed for patient reasons unrelated to the product or the product's performance.